Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power controller board was replaced to resolve the reported issue. Requested patient information 04/01/20, 04/02/20, and 04/03/20. No patient information provided to date. Unique identifier: (B)(4).

Event description:
The hospital reported that the display went blank intermittently during a case. There was no report of patient injury.